Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels ranging from 541-547 mg/dl; cause was unknown. A pump bolus was delivered and a manual injection was administered to address bg. System check verified that there was no issues identified and pump was functioning as intended. As the customer delivered a pump bolus after administering insulin via manual injections, bg decreased to 20 mg/dl. A dextrose injection was administered by the paramedics to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.